Event description:
It was reported that during a pulse field ablation (pfa) procedure with a farawave pfa catheter, the physician accidently applied energization to the left atrial appendage (laa). They observed the patient for a period of time during the procedure and then mapped the area with a non-boston scientific mapping catheter. There was no perforation and the laa recovered electrical activity. The patient did not suffer any injury and they fully recovered. The device is not expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.